Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported because the vessel sealer instrument did not achieve proper seal.

Event description:
It was reported that during a da vinci gastrectomy procedure, the vessel sealer instrument power was low and did not provide adequate cautery reaction. On (B)(4) 2015, intuitive surgical, inc. (Isi) received additional information from the customer. Surgeon reported the vessel sealer instrument did work during the procedure; however, it was extremely slow and sometimes incomplete. The surgeon confirmed hearing audible beeps but did not receive an error message. The surgeon felt the sealing cycle took longer than usual but did not time how much longer. The surgeon noted the tissue was not highly calcified or in excess of 7mm in diameter. There was some bleeding from incomplete sealing but was quickly controlled with 2 additional sealing attempts. Surgeon confirmed there was minimal blood loss for the case in general. Another vessel sealer instrument was used during the procedure but the surgeon felt he continued to experience the same delay in sealing issue. The planned surgical procedure was completed with the replacement instrument and no patient harm, adverse outcome or injury was reported. There were no reports of any fragment(s) falling into the patient.